Event description:
A dialysis facility reported that 2 pts who dialyzed on the same machine on two different days had excessive fluid removal during hemodialysis treatments. The first pt was dialyzed on 11/14/97. His blood pressure dropped to 102/80 but voiced no compliants. There was no record of saline being given. Based on the weights and the uf removed as documented, there was an excessive fluid removal of 1.1 kg. There was no serious pt. Injury.